Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced since the reservoir herniated. The new reservoir was implanted in the other side. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.